Manufacturer narrative:
There was no patient injury reported. A device evaluation was performed with no issues found. The device history record confirms that the product passed and met all requirements before releasing. The foot pedal was replaced to resolve the customer's issue. Due to the site reporting the device firing on its own, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that picosure continued to fire after the user released their foot off the foot pedal.